Manufacturer narrative:
The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 340pm. It is not known how the patient manages his diabetes or what action he took at the time of the alleged issue. About 4 hours prior to the start of the alleged issue, the patient claimed he felt a shortness of breath. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptom started before the reported issue first occurred and the symptom did not correlate with lfs' definition suggestive of severe hypoglycemia or hyperglycemia. The patient did not receive medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.